Manufacturer narrative:
Per patient's surgeon, patient was reimplanted with another device on an unknown date. This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the surgeon explanted the device on (B)(6), 2010 due to "natural extrusion." It was not reported whether the patient was reimplanted with another device during the same surgery.